Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Note: manufacturer contacted customer in a follow-up call on 06-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved and he did not have diabetic symptoms. Wife reported medical attention since the last call stating she called customer's physician due the hi results and physician advised customer to go to the hospital. Customer went to the hospital on (B)(6) 2020 and blood glucose test result at the hospital was 400 mg/dl. The customer was diagnosed with hyperglycemia and was treated with IV fluids and insulin. Customer was discharged the same day. Note: manufacturer contacted customer in a follow-up call on 17-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results obtained of hi. The customer did not know his expected blood glucose test result range. At the time of the call, the customer reported symptoms of blurry vision, fatigue and feeling shaky. Wife stated she was going to contact the customer's physician. The product is stored according to specification in the living area. Customer's test strips were expired (open more than four months ago). The customer did have another vial of test strips that had been stored and handled correctly, lot number mw4070s, manufacturer¿s expiration date is 07/24/2021. During the call, a blood test was performed by the customer fasting and produced test result of hi using truemetrix meter. The meter memory was not reviewed for previous test result history.